Manufacturer narrative:
Device deemed reportable during investigation. Initial reporter is company representative. Investigation summary: visual inspection: the device was received in assembled condition at cq. The inner tube's distal clip/holding tip was found to be bent outward. The trigger/handle was working as intended. The outer tube was able to disassemble and assemble properly. However, the bent condition of the inner tube's distal clip/holding tip could have contributed the reported condition. The complaint can be confirmed. Conclusion: after a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: a review of the receiving inspection (ri) for reducer kerrison was conducted identifying that lot number mi71311r was released in a single batch. Batch1: lot qty of (B)(4) units were released on 28aug2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a spinal fusion procedure on an unknown date in 2020, the kerrison reducer for symphony was dislodging or disconnecting upon reduction of a 4.0 rod. There was no surgical delay. There were no known patient consequences. The procedure was successfully completed with a back up instrument. Concomitant device reported: unknown 4.0 rod (part#: unknown, lot#: unknown, quantity unknown). This is report 1 of 1 for (B)(4).